Event description:
The complainant reported that a patient in non-st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support for a percutaneous coronary intervention (pci). The patient decompensated during dialysis treatment and became increasingly tachypneic and was taken to the emergency room. The impella was successfully implanted via the right femoral artery without complications. During the pci, it was reported that the pump had an alarm for placement signal not reliable. The impella position was imaged and confirmed to be in proper position. The alarm was disabled. This was followed by a loss of placement signal and left ventricle signals. Impella flows remained as expected at 3.6l/min throughout the procedure. The patient was noted to be hemodynamically stable throughout the procedure. No patient harm was reported in relation to this event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device and logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the optical sensor issue: the clinical stated that initially after starting the impella, there were no alarms and there were appropriate waveforms. During a pci procedure, the impella began alarming placement signal unreliable with a loss of ao and lv signals. Due to a lack of clinical information, product or data logs returned, the root cause of the optical sensor issue cannot be established. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.